Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/24/2011 and 16/apr/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: brown particles on the shell and crease fold. Leak test and microscopic analysis was performed which identified: partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported reoperation due to capsular contracture; baker grade not provided. Patient reported left side deflation and pain. Doctor reported patient has been diagnosed with undifferentiated connective tissue disease and raynaud¿s phenomenon. Patient additionally reported being diagnosed with a connective tissue disease or disorder, specifically ¿mixed connective tissue disease.¿ side was not specified; this record is for the left side. Device has been explanted.